Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bipolar was not working, would not cauterize when attempting to separate the first branch. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to the cardiac surgery for evaluation, it will be difficult to confirm the reported problem. (B)(4).